Event description:
Depuy acromed received a complaint concerning a doc bone screw. According to the complainant, the fourth screw that the surgeon was inserting broke at the flanges. Because the flanges broke off, the screw could not be backed out or tightened. Surgery time as extended. The screw shaft was not removed. The flange pieces were easily removed with no adverse consequences to the pt. The surgeon discarded of the flange pieces after the surgery. The exact cause of the event can not be determined as the screw was not removed from the pt. However, the event is most likely due to excessive force during final tightening. If excessive forces are applied to the screw during tightening, the flanges may break.